Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the blank screen was due to the faulty drawer board on the half height drawer 5.2. A field service engineer replaced the half height drawer board 5.2. The position sensor cable was found to have pulled too hard and was damaged, and the sensor was replaced further. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a blank screen and the station was not working. This incident resulted in a delay to patient care and there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.